Event description:
Atty alleges plaintiff developed injuries which included a disease or disorder. Particulars of the injuries; capsular contracture, breast pain, development of silicone leakage, autoimmune disease in the form of immune reaction to silicone, interference with immune system and development of silicone syndrome, joint pain, rapid deterioration of eyesight, dryness and irritation of the eyes, chest pain, heat sensitivity, night sweats and hot flushes, bowel sensitivity, fatigue and sleep disturbances, memory impairment, development of anxiety state with features of nervousness and depression.